Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31341815l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. Box isolation was performed for atrial fibrillation. About an hour after the procedure, a drop in blood pressure was confirmed in the ward, computed tomography (CT) scan was performed, and pericardial effusion was confirmed. Drainage was performed. Patient fully recovered, however, required extended hospitalization. The physician's opinion was that the perforation was caused by the rf needle slipping during the transseptal puncture. No ablation was performed to right atrium before the transseptal puncture. Venous blood was aspirated by the pericardial drainage. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. No abnormalities observed prior to or during use of the product.